Manufacturer narrative:
(B)(4).

Event description:
The patient's family member reported rapid implantable neurostimulator (ins) battery depletion. The ins was checked by the doctor and 10% battery remains. This occurred in (B)(6) 2015. The patient was told the ins would last 6 years, but it has only been 4 years. No symptoms were reported. Follow up was not possible. If additional information is received, a follow up report will be sent.